Event description:
It was reported that a patient underwent a right knee arthroplasty on an unknown date. Subsequently, patient was revised due to aseptic loosening of the tibia. No operative notes available from the primary case, therefore sizes were not known until explanted. Explanted product discarded before product identification was confirmed. No additional information is available.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. X-ray review by mmi state no obvious periprosthetic lucencies to indicate loosening. Bone and hardware appear grossly intact with grossly normal fit. The bone quality is also grossly normal. No other apparent concerns that would lead to revision. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products: 00596001752 femoral component precoat size g right lot unk. Kne-nexgen-bearing-unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.